Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: no complaint device was returned for evaluation. This complaint was derived from a post market clinical doctor survey. Follow-up was performed with the doctor in an attempt to get additional event information that was not contained in the survey received by depuy mitek. No further information could be provided by the doctor. No product code or lot number was provided to depuy mitek, therefore no device history record review could be performed, or a lot specific search in the complaint handling system. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
Information received via the post market clinical follow up truespan survey. The doctor reported an issue with the truespan implant pulling out. Doctor performed a menisectomy to complete the procedure.